Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure ((B)(6) 2011), the patient was treated with an protégé everflex stent in the left superficial femoral artery. It was reported the patient suffered a restenosis, and stent fracture in the protégé everflex stent and was treated with 3 in. Pact admiral and 1 non-medtronic device in the proximal, mid, distal sfa and popliteal artery. Approx. 5 years 2 months ((B)(6) 2017) post procedure the patient died of unknown causes.